Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to a broken poly liner. Osteolysis and poly wear were also noted. Update rec'd 12/01/2016 claim letter received. Patient is seeking compensation. There is no new information that would change the existing MDR decision. Complaint was update 12/17/2016 update received 12/1/2016. Patient has contacted depuy with regard to compensation. At this time, there is no additional information to add to this record. Complaint was updated on 12/22/2016 update 01/13/2017 ¿ medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:01/24/2017. Update 2/2/2017 and 2/8/2017¿ medical records received. After review of the medical records for MDR reportability, the medical records indicate squeaking, broken liner, and severe poly wear with posterior superior migration of the femoral component. The migration of the femoral component can be associated to dissociation. The cup has already been reported on (B)(4). There was no mention of osteolysis. The complaint was updated on: 2/13/2017. Update 02/16/2017--medical records received. After review of the medical records for MDR reportability, there is no new information that would change the existing MDR decision. This complaint was updated on: 3/9/2017. Update jan 11, 2018: pinnacle litigation received. In addition to what were previously reported, litigation alleges injuries, pain, suffering, emotional distress, disability, disfigurement and impaired adl as a result from the failed hip implants. Added new associated contact. This complaint was updated on: january 22, 2018.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 18 apr 2018: pfs and medical records received. Plaintiff fact sheet alleges injury and pain. After review of medical records for MDR reportability, patient was revised to address pain. Revision notes stated that xray showed the polyethylene liner has failed and separated from the hip. It was also noted that the polyethylene broke into few pieces. Doi: (B)(6) 2011; dor: (B)(6) 2015; right hip.